Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the rca. Approximately 22 months post index procedure, the patient suffered digestive tract hemorrhage of unknown origin. The patient was on dapt at time of event. The investigator assessed that the event is not related to the study device. The patient recovered after medication treatment.